Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The complaint states that signal loss over one hour was reported. Product was provided for investigation. The allegation was undetermined. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).